Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve repair (tavr) procedure. A proglide and non-abbott device were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. Reportedly roughly one week after the procedure, the patient returned to the hospital due to bleeding and bruising around the access site. Manual compression was applied to help resolve the bleeding.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number was not reported, and the device was not returned. A conclusive cause for any reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. The reported patient effects of hematoma and hemorrhage are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: correction: date of event from 05/28/2025 to 06/06/2025.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
Patient site ID: (B)(6). It was reported on (B)(6) 2025, a closure of a right groin was performed with a prostyle device after a transcatheter aortic valve repair (tavr) procedure. On (B)(6) 2025, the patient returned to the hospital due to bleeding and bruising around the access site. Manual compression was applied to help resolve the bleeding. No additional information provided.